Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient stated the equipment for their 2020 implant was starting to act up when recharging implant. Patient stated a couple of months ago, they noticed the recharger would get hot and really warm to the touch. Patient confirmed no visible damages. Patient stated they are not using equipment from 2018 implant anymore, so they decided to use that equipment instead. Patient confirmed they could recharge at excellent quality using recharger from 2018 implant they no longer use. No replacements were ordered as patient has working recharger from other implant.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.